Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a back procedure. Subsequently, a boston scientific field representative was reviewing stored episodes and noted an episode of noise. Boston scientific technical services reviewed the episode. The episode was determined to have been electromagnetic interference (emi). The noise had been oversensing and led to pacing inhibition with an unknown duration of asystole for this pacer dependant patient. There were no adverse patient effects reported. The device remains in service.